Event description:
A pt in ICU was being paced by a pacemaker when, according to the reporter, the pacing function stopped. The device was called for as a backup and used but, according to the reporter, the pacing function stopped also. No adverse effects to the pt were reported as a result of the alleged malfunction.